Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable loop recorder (ilr) is showing some "episodes" but they are unsure if these are actual episodes or if the device is cutting out? The ilr remains in use. No patient complications have been reported as a result of this event.